Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The unknown bur subject to this event was returned and it was visually confirmed that it was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Investigation results for the bur indicate that based on the likely cause of failure was attributable to the attachment. The associated attachment was reported as a micro drill medium angled attachment ((B)(4), lot 14254) was also returned and evaluated. It was confirmed that the attachment had corrosion which may contribute to the bur being stuck. Investigation results indicate that the bur was potentially broken during an attempt to remove the bur.